Manufacturer narrative:
(B) (4) the device was discarded and therefore, not available for evaluation.

Event description:
On (B) (6) 2009, the home patient (hp) contacted baxter's technical service representative (tsr) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) device during drain one. The hp stated that she disconnected during dwell and when she returned, the hc was in drain one and she reconnected. The tsr explained to the hp that a system error 2240 indicates air has entered the setup and compromised the setup. The hp recycled the power and system error 2367 displayed. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. The tsr explained to the hp that therapy has ended and she would need to start over with new supplies or do a manual exchange. The hp was unsure what she wanted to do yet. The tsr discussed with the hp when she disconnected during dwell she must return and connect prior to dwell ending and if the hc had advanced to drain she must not connect and needs to start over with new supplies. The tsr advised the hp to contact the peritoneal dialysis nurse and inform of the system error 2240. The hc unit was operational. No patient injury or medical intervention was reported during the time of this call. Follow up information from the hp?s nurse regarding the peritonitis was obtained and is listed below: the patient also had an exit site/tunnel infection in december. The culture result of the labs drawn in (B) (6) 2009 was escherichia coli. The patient was treated with antibiotics (specifics unknown), recovered and was released from the hospital. To the best of the reporter's knowledge, the patient did not have peritonitis in (B) (6) 2009. The patient had abdominal pain and was diagnosed with bacterial peritonitis on (B) (6) 2010 and was hospitalized through (B) (6) 2010. The peritoneal dialysis effluent was cultured before the start of antibiotics and showed klebsiella pneumoniae. Cell counts are unknown. It is unknown if a gram stain was performed. On (B) (6) 2010, the patient's pd catheter was pulled and the patient was started on hemodialysis. The patient was treated with antibiotics (specifics unknown) and recovered.